Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Incorrect flow rate general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: (B)(4) serial number/batch: (B)(6). Software version: n030004. Hours of operation: 68754. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history from (B)(6)2024 were investigated. A space line was selected and the infusion started with a rate of 5ml/h and a volume of 240ml. After a few seconds, the upstream alarm occurred because the roller clamp was closed. During the infusion the rate was change, several times. After 1 hour and 30 minutes the infusion was stopped. At this time, 3,21ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (B)(6) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). ((Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. It could be found liquid residues on the lower housing, the bottom inner frame and the emc protection shield. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the event description: the patient was administrated levophed at an infusion rate of 5 milliliters an hour (ml/hour) from 240 milliliters (ml) bottle (time 18:39 pm). It was observed later on that patient presented hemodynamic instability and became hypertensive. At approximately 19:35 pm the patient's pressure has reached a peak of (B)(4). Because the staff realized that the pump was causing the problem they disconnected the line from the patient and increased the pump rate to 20ml/hr to see how the pump behaved and noticed that the rate was decreased.